Event description:
The customer reported via phone call indicating that the insulin pump had an air bubbles anomaly. Customer's blood glucose was 260 mg/dl. The customer stated that the air bubbles is in the beginning of the tubing. The customer was advised to reattach the plunger and push the bubble out. The customer was advised that if she is running low of insulin is to change the reservoir to have enough. The customer will monitor her sugar.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.